Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 85 year old female patient on impella cp for support during a high risk cardiac procedure. During support, the patient developed a gastrointestinal bleed in both upper and lower tracts. A decision was made to remove impella so that the patient could be discontinued from heparin. The patient's outcome is unknown.